Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements that were greater than 3000 ohms. It was also reported that it exhibited high capture thresholds and noise. This lead was explanted and replaced with a new rv lead. Upon testing this lead with a pacing system analyzer (psa), the noise was also present. This product is expected to be returned to boston scientific for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements that were greater than 3000 ohms. It was also reported that it exhibited high capture thresholds and noise. This lead was explanted and replaced with a new rv lead. Upon testing this lead with a pacing system analyzer (psa), the noise was also present. This product is expected to be returned to boston scientific for further analysis. No additional adverse patient effects were reported. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fractured outer coil conductor. This type of damage is consistent with clavicle/first rib damage. The reported out of range impedance measurements are likely the result of the lead damage observed by the laboratory. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.